Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2021 via tka. It was reported that during the surgery, the surgeon tried to use 2 cements with a cement gun, the cements were not completely mixed. First one, the paddle was too stiff and the powder settled, so the surgeon could not mix the cement completely. Second one, the paddle had no problem, however, the powder settled and the surgeon could not mix the cement completely too. Finally, the surgeon mixed the cement by hand. The surgery was completed with about 20 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the complaint states: ¿the primary surgery was performed on (B)(6) 2021 via tka. It was reported that during the surgery, the surgeon tried to use 2 cements with a cement gun, the cements were not completely mixed. First one, the paddle was too stiff and the powder settled, so the surgeon could not mix the cement completely. Second one, the paddle had no problem, however, the powder settled and the surgeon could not mix the cement completely too. Finally, the surgeon mixed the cement by hand. The surgery was completed with about 20 minutes delay. No further information is available.¿ the product was not returned for investigation and no lot identification was supplied for this investigation. The complaint description cannot be confirmed. Possible root cause cannot be determined with information available. Dva-104409-fde rev 10 was reviewed (see attachment ¿pc-000852822 extract from dva-104409-fde.pdf¿) and this possible failure mode is included on line 254. The risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> the device history cannot be reviewed for this complaint as no lot identification details were supplied. Corrected: h5, h8.